Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the battery was moving in the pocket and was tilted at times causing discomfort and difficulty recharging. It was unknown what led to this event or what troubleshooting or diagnostics were performed. As a result surgical revision of the battery pocket took place and suture holes were utilized to secure the implant which resolved the issue. The consumer¿s status with listed as ¿alive-no injury.¿ relevant medical history includes spinal pain.